Event description:
It was reported that during an unknown procedure the device was misfiring the clips. No other information available at this point. No patient consequences reported.

Manufacturer narrative:
(B)(4). Cam, jaws and jaw ramp. The analysis results found that the el5ml device was received with the shaft bent and broken, the jaws were bent and the jaw ramp broken. Due to the returned condition of the device no functional test could be performed to evaluate the reported incident. Possible causes for the damages found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.